Manufacturer narrative:
G4: 08oct2020. B4: 09oct2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the power management board and user interface assembly. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20sep2020. B4: 09oct2020 . H11: the manufacturer's field service engineer (fse) replaced the user interface pcba and power switch overlay to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 12jul2020.

Event description:
The customer reported unit not shutting down, has to unplug battery and (alternating current) ac. There was no patient involvement.